Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, when advancing the coil into the px slim delivery microcatheter, the physician bent the hypotube and the coil detached in the catheter. The physician had to remove the catheter to remove the coil. There were no complications for the patient.

Manufacturer narrative:
Device investigation: results: the pusher assembly appears to be fractured approximately 82.6 cm from the proximal end of the wire. Conclusions: the second coil described in the complaint unintentionally detached when the physician bent the hypotube of the pusher assembly, causing the pull wire to retract and the coil to detach. The fracture in the hypotube was confirmed during the device evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00047, 00048 and 00049.